Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were lead warnings and both the right ventricular (rv) lead and right atrial (ra) lead had low impedance. Both leads were replaced. After replacement leads were in place measurements of the old leads showed no sensing. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.